Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional suggesting that the death was device related.

Manufacturer narrative:
No medwatch form was received.